Event description:
It was reported by customer that internal aspect of implant damaged and the implant was removed. Customer didn't use another device to complete the procedure but the site was grafted with allograft..

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to the previous report, 0001038806 - 2022 - 00313. The item and lot number was confirmed by the customer. The following sections are being reported: d1: brand name d4: catalogue number and lot number d4: expiration date and unique identifier (UDI) number g4: PMA/510(k) number h2: if follow-up, what type h4: device manufacturer date h10: additional narratives/data.

Manufacturer narrative:
This report is being submitted to report additional information. The reported event was confirmed for the returned product. Based on the evaluation, the device malfunction was confirmed for the implant. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (damaged) and the complaint is related to the functional performance of the product. A definitive root cause could not be determined. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.